Event description:
It reported that a 46 hour small volume folfusor failed to infuse during a patient infusion. This was further described as, the device was connected to the patient for 48 hours and ¿did not deliver any of the medicine¿. The device was filled with fluorouracil. As a result, the patient returned to the hospital, the device was removed and the staff observed the device for five (5) minutes, there was no delivery. The staff confirmed there were no issues with the patient line. They recapped the device, then after 30 minutes removed the cap again and the device started to deliver the medicine. They then reattached the device to the patient. The patient came back into hospital 48 hours later and the medicine still had not delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 01, 2021 - december 02, 2021. H10: the device was received for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bladder which suggested a no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.